Event description:
It was reported to baxter (B)(4) that "the ending part of the tube" of one (1) ce intermate sv 100 device was observed disconnected from the unit. This was observed by the patient; however, there is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received by baxter for evaluation containing approximately 105 ml of fluid in the bladder. Visual examination of the unit found no evidence of a disconnected tubing. However, the tubing was observed to be partially broken at the junction of the luer post. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.